Manufacturer narrative:
The fill patient identifier is case (B)(6). The customer did not supply patient demographics such as weight, ethnicity or race. The access sars-cov-2 igg reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. Field service engineer (fse) performed some verification tests. Low volume pipettor matching passed on 11nov. The instrument is working within specifications. Further comparisons were performed with samples across different methodologies with different results and interpretations. No manufacturer guarantees both a specificity and sensitivity of 100%. Differences in each individual assay are expected. The roche and architect assays detects antibodies directed against the nucleocapsid of the virus while the access and ichroma covid-19 ab assays detect antibodies directed against the spike protein, which are more likely to neutralize the virus. The roche and the ichroma covid-19 ab assays are total assays. They detect igm, igg and iga without distinction; therefore, the results are not comparable. In conclusion, the exact cause of this event cannot be determined with the available information. Differences between methods are expected. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2020 the customer reported repeatable non-reactive sars-cov-2 igg (access sars-cov-2 igg assay, part number c58961, lot number 971195) results were generated on the customer's dxi 800 immunoassay analyzer (part number 973100 and serial number (B)(4)). For one patient, the non-reactive access sars-cov-2 igg results of 0.68 s/co and 0.65 s/co were obtained on (B)(6) 2020. The access results were discordant with alternate methods obtained the same day. The roche sars-cov-2 ab was reactive (data not provided), the I-chroma ab boditech med sars-cov-2 (coi) igg was reactive at 2.9 and the abbott architect sars-cov-2 (index) igg was also reactive at 4.29. A positive pcr was obtained on (B)(6) (no exact date was provided). Refer to relevant tests section below for data table. No affect to patients or end-users has been reported in connection with this event. The customer indicated the results were not released outside the laboratory. No hardware errors or issues with other assays were reported in conjunction with this event. Calibration passed on 6nov2020. Quality control (qc) was passing within the laboratorys established ranges. No system check data was provided. There were no issues with sample integrity reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, centrifugation, storage and other sample related information was not provided by the customer.